Event description:
Customer called to report that reagent probe b of the unicel dxc 600 synchron system was leaking. Customer stated that the leak was only observed while the instrument was running. The customer technical specialist (cts) generated a service request. The field service engineer (fse) inspected the instrument and found a slow leak from the reagent probes. The fse tightened the valves on the bubble generator, which resolved the leak issue. Therefore, the root cause of the leak appears to be the loose valve on the bubble generator. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was harmed by or exposed to the instrument overflow, and that patient samples and results were not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).